Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on (B)(6) 2018 it was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. Following pre-dilatation, a 3.00 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. However, returned device analysis revealed stent damaged. Device evaluated by manufacturer: synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The proximal section of the stent was damaged with the most proximal stent strut rows lifted from the stent profile. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.